Event description:
It was reported that the labels are lifting with a bd vacutainer® k3e 5.4mg plus blood collection tubes. This occurred on 6 separate occasions prior to use. The following information was provided by the initial reporter: open label = 6 sp.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation to support the investigation. The investigation consisted of the evaluation of the provided photos, the device history record(DHR) review, and a review of any complaint trends. The photos showed the following: open shrink film around shelf pack, foreign matter (a visible black dot), and label lift. Based on the photos provided, this complaint has been confirmed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The complaint investigation for the open seal issue was conducted under the premise of a previously investigated issue specific for open packaging, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. The label lift is more likely to be a result of the adhesive on the labels rather than the plastic of the tube. Bd was unable to determine the root cause of the foreign matter based on the photograph provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for evaluation of current trends.

Manufacturer narrative:
Initial reporter phone #: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels are lifting with a bd vacutainer® k3e 5.4mg plus blood collection tubes. This occurred on 6 separate occasions prior to use. The following information was provided by the initial reporter: open label = 6 sp.